Event description:
It was reported that it was difficult to make a telemetry connection to the device. When viewing the impedance trends, the atrial and ventricular trends had a spike in impedance on the same day with the same value of 1367 ohms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.